Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) checked the system remotely and confirmed that reported problem. After reviewing the log, there fse found malfunction on flex vision that the host-pc could not connect to the flex vision-pc. Upon troubleshooting, rse finding the device didn't start during the morning check. Upon startup, an error occurred with the flex vision control unit but restarting it in the b cabinet resolved the issue, confirming a startup problem with that unit. On the same day, a philips field service engineer (fse) examined the system on-site and determined that the problem was internal to the flex vision pc. To resolve the problem, fse replaced the flex vision pc and the hard disk on another case and send for the part for further analysis, the failed component was sata cable. After the fse replaced the flex vision pc and the hard disk, the system was returned to the user in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.